Manufacturer narrative:
Due to character restrictions in block e1 full initial reporter name is (B)(6). Full event site address is (B)(6) full event site city name is (B)(6). Province a supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) won't turn on and there's a burning smell. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation, investigation conclusions).

Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component code, conclusion),h11. The following was performed by sr service technician of the maquet failure analysis and testing dept. The failure analysis and testing department received the following part edm motor control board with a reported unit failure of power up failure odor related malfunction.the fat dept. Performed a visual inspection and found blackned residue (from burned smd resistors and capacitors) on the received motor control pcba. Due to the presence of burned component, the received part could not be installed or further investigated by the fat department. Retaining the part in the failure analysis and testing department per procedure. The tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board. A getinge field service engineer (fse) evaluated the unit and could not power on the unit. Upon further inspection the fse notice the circuit board was burnt. The fse replaced the power management pcba, solenoid control pcba and pcb,motor control. The fse tested the overall functionality, and the device operates normally.

Event description:
N/a.